Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs50424 rev. G as found condition: the solitaire ab revascularization device was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened solitaire ab inner pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The solitaire ab was advanced out of the introducer sheath against light resistance. No damages or irregularities were found with the solitaire ab pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the detachment zone. The solitaire ab stent was found kinked and with one broken strut at the non-working (teardrop) length struts. No damages or irregularities were found with the working length struts. No damages or irregularities were found with the finger markers. Testing/analysis: the broken stent strut was sent out for sem analysis. The strut thickness was measured to be 61.93 m by 95.80m, which is within specification (specification: 47.5m ¿ 80.0m by 100m ± 20m). Sem report: the broken end failed via fatigue then overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿teardrop strut damage/broken¿ was confirmed. However, the cause could not be determined. It is possible the damage occurred during removal from packaging or during preparation. Ngod1010 2023-09-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the thrombectomy, the package of the stent was opened. After it was hydrated, it was pushed out of the protective sheath to check and found that there was a problem with the connection between the stent body and the push rod, and the stent was kinked. A new stent was replaced to complete the operation. The patient recovered well after operation. It was noted that stent damage of the connection between the stent and push rod occurred during preparation. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing middle cerebral artery thrombectomy. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 220 minutes. Additional information was received that the patient's baseline nihss score was 12 and postoperative was 7.